Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad nx sterilizer. The processed bi was reported as positive after a 24-hour incubation period. The load was not recalled successfully. The customer confirmed there were 2 storz camera lenses in the load and 1 of them was released for use. There are no reports of injury or harm from the event. The positive result was discovered after surgery had begun and the doctor had already performed an incision for a laparoscopic procedure where they were inserting mesh. The doctor was informed of the positive bi after the surgery as well as the facility infection control nurse. The patient was released the same day as the procedure and was not readmitted. The patient was given a normal course of antibiotic prior to the surgery. Follow up with the surgeon confirmed that the patient only received pre-operative antibiotics and she has not had any problems. The infection control investigation found that the staff reported that the "bi wasn't right", but was non-specific as to the problem. The staff was re-trained by the nurse educator. The staff was advised that if there was anything about the bi that was not "right" to scrap it (throw it away) and not use it.

Manufacturer narrative:
(B)(4) - suspect positive bi.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard analysis. The DHR (device history record) review demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' demonstrates there was no significant trend observed. Trending analysis by lot number revealed one similar incident was reported, it was attributed to improper usage of the product. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis)was reviewed and the issue is considered to have a risk of none/negligible. There was no product returned for evaluation. The cause of the suspected positive bi cannot be determined based on the information provided. Retain product was evaluated per test protocol and was found to perform in its intended manner after 72 hours of incubation. The sterrad cycle passed and was ruled out as a probable cause. The processed chemical indicator (ci) disc was gold, and the prior and subsequent bis were negative for growth. A field service engineer (fse) was dispatched to the customer site and found no functional problems with the unit. Information is unavailable regarding specific device models in the load; therefore, compatibility cannot be ruled out as a contributing factor.